Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station was offline. A field service engineer reimaged device and upgraded to 1.7.4. Reinstalled remote support service to 4.12 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system offline after upgrade, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.